Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the distal anterior tibial artery. During procedure, a 300cm v-14 control wire was advanced through a 014 x 150 non bsc support catheter when the devices were tangled at the distal end. It was noticed that the coating was pulled loose on the wire and non bsc support catheter was damaged. The devices were completely removed from the patient's body sat the same time and the procedure was completed with a journey guide wire and a small percutaneous transluminal angioplasty (pta) balloon catheter. No patient complications were reported and the patient's status was fine.